Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an error 2 message, and powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue started on (B)(6) 2017, at 7.30 am. She stated that she manages her diabetes with insulin, oral medication (farxiga and metformin 2 times per day), diet and exercise. The patient reported she did not make any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient alleges that 2 hours after the meter issue started she developed symptoms of ¿shaky and anxious¿, she denied receiving any treatment in response to the alleged symptom, other than going to her doctor's for new strips. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, the correct strips were being used and the patient described using the correct testing steps. The csr noted the subject meter did power on manually with a button press. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been further evaluated by lifescan product analysis with the following findings: when the meter was evaluated in the laboratory, an error 2 was displayed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.